Manufacturer narrative:
(B)(4) the complaint rt380 adult dual-heated evaqua2 breathing circuits are currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan via a fisher & paykel healthcare (f&p) field representative, that a rt380 adult dual-heated evaqua2 breathing circuit failed the ventilator leak test before use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Corrected data: section b5. Describe event or problem: a distributor reported on behalf of a healthcare facility in japan via a fisher & paykel healthcare (f&p) field representative, that a rt266 infant dual heated evaqua2 breathing circuit failed the ventilator leak test before use. Section d1. Brand name: infant dual heated evaqua2 breathing circuit section d4. Model # and catalog #: rt266 the complaint rt266 infant dual heated evaqua2 breathing circuits are currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan via a fisher & paykel healthcare (f&p) field representative, that a rt266 infant dual heated evaqua2 breathing circuit failed the ventilator leak test before use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint rt266 infant dual heated evaqua2 breathing circuit was returned to fisher & paykel healthcare (f&p) in new zealand where it was visually inspected and leak tested. Results: visual inspection of the returned rt266 infant dual heated evaqua2 breathing circuit confirmed that evaqua2 tubing was damaged. The returned rt266 infant dual heated evaqua2 breathing circuit failed gas leakage test. Conclusion: we are unable to determine the cause of the reported damage. All rt266 infant dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject infant breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt266 infant dual heated evaqua2 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." "Visually inspect breathing sets for damage (e.g. A crushed tube or cracked connector) before use and replace if damaged."

Event description:
A distributor reported on behalf of a healthcare facility in japan via a fisher & paykel healthcare (f&p) field representative, that a rt266 infant dual heated evaqua2 breathing circuit failed the ventilator leak test before use. There was no patient involvement.